Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedances greater than 2,000 ohms. It was reported that this patient had not been checked routinely and this observation was discovered during a patient hospitalization for heart failure. The impedance were noted to be out of range since shortly after their implantable cardioverter defibrillator (ICD) was changed out approximately one year ago. The pacing thresholds had also increased. No noise was reported on the electrograms and the patient does not required pacing and has an intrinsic rhythm. Boston scientific technical services (ts) discussed troubleshooting efforts that this could be either a lead issue or a connection issue. The physician at this time plans to continue to observe. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient underwent a revision procedure and upon pocket opening it was determined that the setscrew was unfastened. The physician believed that the setscrew was not properly screwed down since the original implant. This product was surgically capped and abandoned. No further complications or adverse patient effects have been reported.